Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found that were relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: pn# 00801803203 ln# 62573534 femoral head sterile product do not resterilize 12/14 taper. Pn# 00811400000 ln# 62985350 femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length.

Event description:
Patient¿s left hip was revised approximately one year post-implantation due to unspecified reason. The acetabular cup and liner were removed. Patient outcome is unknown. No further information has been provided.